Manufacturer narrative:
The insulin pump passed operating current and displacement test. However, it alarmed prime during the basic occlusion test due to loose and protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to prime alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address, serial number label, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level and compromised force sensor system. The customer¿s blood glucose level was 496 mg/dl. The customer also reported that the pump had a compromised force sensor system and his blood glucose level was 500 mg/dl and also had no delivery. The customer declined troubleshoot for high blood glucose level. The customer was advised that the pump needs to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The pump will not be returned for analysis.